Event description:
It was reported patient underwent an elbow procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to infection. The head and stem were removed and replaced with unknown product. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.